Event description:
It was reported that this was balloon kyphoplasty (bkp) for l2 vertebral fracture (t11-l5) on (B)(6) 2024. The surgery started at 9 am and a combined operation of l2bkp (kyphon) and t11, 12, l1, l3, l4, and l5 cemented screws fusion was performed for l2 vertebral fracture. In the surgery, a total of eight screws were inserted into the t11, l1, l3, and l5 vertebrae and cemented with 1cc each. The cement in question began to inject at 10:30 and viscosity was confirmed. During the cement injection, images showed some cement leakage into the posterior vessels, but there was no particular change in blood pressure. The rods and connectors were installed as they were, and the operation continued. The wound was closed about an hour after cement was placed, but the patient's cardiac arrest was suddenly confirmed near the end of the closure. After 30 minutes of cardiac massage and other resuscitation, the surgery was completed with 60 minutes surgical delay. It was also confirmed that the patient had a rheumatic disease and was originally bedridden. Surgeon further commented that it was not a cement embolism, there is currently no causal relationship with cement. However, the cause is still unknown and the patient has not regained consciousness. No further information is available. This report is for one (1) vertecem v+ cement kit this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. G4: device is not distributed in the united states, but is similar to device marketed in the USA. H3, h4, h6: without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.